Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pulse generator showed 2.5 years remaining longevity and then entered safety mode 9 months later. The device was explanted and replaced with a competitive device. Product return is expected. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional return product details. No information has been received at this time. This investigation will be updated should further information be provided.